Event description:
On 1/24/97 facility informed co of the accidental death of one of its residents. Pt was using unit. According to the facility the hook and loop material came loose allowing the unit to pull away from the bedboard so it would not alarm. The facility found pt asphyxiated between the rail and bed.